Manufacturer narrative:
As reported in a research article, 88 patient were included in the analysis from january 2010 to july 2018; 31 patients underwent transcatheter valve-in-valve implantation and 57 patients underwent redo surgical aortic valve replacement. Edwards sapien, edward sapien 3, edward sapien xt, carpentier edwards, toronto freestyle stentless, hancock 2, mitroflow, st jude portico, trifecta valve, medtronic ultra porcine (mosaic) corevalve evolute, carbomedics mechanical, magna ease, perceval, and st jude mechanical were associated with this study. Events of bioprosthetic valve degeneration requiring valve-in-valve or redo surgical aortic valve replacement, postoperative regurgitation, "leak", "readmission to ICU", re-intubation, atrial fibrillation, acute kidney insufficiency, "stroke or tia", pacemaker implant, reoperation for bleeding, red blood cell transfusion, platelet transfusion, plasma transfusion, endocarditis, re-intervention, and heart failure were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2648612-2022-00006. The article, "early and midterm clinical outcomes of transcatheter valve-in-valve implantation versus redo surgical aortic valve replacement for aortic bioprosthetic valve degeneration: two faces of the same medal", was reviewed. This research article is a retrospective observational study to compare early and midterm outcomes of transcatheter valve-in-valve implantation (viv-tavi) and redo surgical aortic valve replacement (re-savr) for aortic bioprosthetic valve degeneration. Edwards sapien, edward sapien 3, edward sapien xt, carpentier edwards, toronto freestyle stentless, hancock 2, mitroflow, st jude portico, trifecta valve, medtronic ultra porcine (mosaic) corevalve evolute, carbomedics mechanical, magna ease, perceval, and st jude mechanical were associated with this study. The article concluded that viv-tavi is a safe, feasible, and reliable procedure. This is supported from the primary and secondary endpoint outcomes obtained from the two cohorts. [The primary and correspondence author is aleksander dokollari, md, department of cardiac surgery, saint michael¿s hospital, 30 bond st, toronto m5b 1w8, ontario, canada, with email : aleksanderdokollari2@gmail.com].